Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 16x3.5mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.50x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent rows 1-2 appeared deformed and misaligned. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 16x3.5mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.50x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.